Event description:
Reporting status: death - medical intervention. Reporting rationale: unsuccessful attempt to retrieve dislodged stent; subsequent thrombosis and death. Device issue: stent dislodgement. It was reported that the procedure was to treat two focal lesions in the cx. After pre-dilatation, a 2.5 vision stent was successfully implanted in the distal cx. Then an attempt was made to place the 3.0 x 15 mm vision stent proximally, but was unable to cross through the previously implanted stent. As the stent delivery sys (sds) was retracted through the guide catheter, the stent dislodged from the balloon and was lodged in the ostial left main. An attempt was made to snare the stent, but it was unsuccessful. Angiography revealed the stent implant had clotted. The pt died. It was felt that the death is related to the thrombosed stent. No autopsy will be performed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: it is possible that while attempting to cross the previously placed stent, the stent became disrupted on the balloon causing the dislodgement of the stent during retraction. It was reported that the stent dislodged while the sds was being pulled back into the guiding catheter, which suggests that the stent implant possibly interacted with the tip of the guiding catheter. The pt effects of acute thrombosis and death, as listed in the IFU, are known adverse effects associated with coronary stenting. A conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined.